Event description:
Customer reported unexpected negative reactions on the galileo when testing a sample that had a previous history of anti-e. The sample was tested on 2 galileo instruments and both resulted negative.

Manufacturer narrative:
Review of the camera images: cell 1-19 nice tight button, no red cell adherence (e-/e+); cell 2-15 nice tight button, no red cell adherence (e+/e-); cell 3-16 nice tight button, no red cell adherence (e-/e+); cell 4-16 nice tight button, no red cell adherence (e-/e+); int- neg. A service call was made. All instrument settings were within specifications. Instrument is operating as expected.